Manufacturer narrative:
The service actions performed by the field service engineer resolved the issue. The instrument was performing within specifications. The cause of the event could not be determined.

Manufacturer narrative:
The calcium reagent expiration date was not provided. The cobas pure c 303 analytical unit serial number was (B)(6). The field service engineer checked the instrument and found crystals on the sample probe (crystals on the water path filter). He decontaminated the sample and reagent probes, the washing area, and the water path filter area. He then performed a hardware check, and it was within the acceptable limits. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay on a cobas pure c 303 analytical unit. Initial result: 13.1 mg/dl. Repeat result: 9.33 mg/dl.